Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior tibial artery. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole in the balloon approximately 5.5mm from the tip and the tip is damaged. There is blood present in the inflation lumen and balloon. There is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.